Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and "lump". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, wear abrasion, one opening curved on the posterior and underweight. A microscopic analysis was performed which identified, one opening crease sharp on the posterior. Based on the device analysis the final assessment is: a crease sharp opening on the posterior due to fold flaw opening.

Event description:
Device was explanted.